Event description:
It was reported that during a device change out procedure, the right ventricular lead was noted to have low r-waves and insulation damage was noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d154awg implantable cardioverter defibrillator, (B)(6) 2008; 4076 implantable pacing lead, (B)(6) 2008. (B)(4).